Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 42mg/dl. Low bg cause was not known. Reportedly, customer had assistance from fiancé who prepared food for customer to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.